Manufacturer narrative:
Sealed and intact samples were returned for evaluation. A visual inspection on 30 of the returned units revealed no issues. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5230036. Conclusion: an absolute root cause for this incident cannot be determined as no issues were observed with the returned samples and bd was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine ultra¿ insulin pen needle 32gx4mm broke off during an injection and remained in a patient's injection site (abdomen). A small surgery was performed and the broken needle was removed.